Event description:
It was reported that, during inspection, a footswitch, multi-function, versajet ii was noticed to be not working due to an electrical short circuit. No case involved; therefore, no patient was involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional evaluation reported the footswitch pedals failed to activate console, establishing a relationship between the device and the reported event. The root cause was identified as an electrical component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.